Manufacturer narrative:
Evaluation summary: quality engineering concluded that the stent may have dislodged from the lesion as a result of the stent not being adequately opposed to the arterial wall. The instruction for use states that the final stent diameter should match the reference vessel. It also states to ensure that the stent is not underdialated. A review of the finished device mfg records did not reveal any nonconformities which could have contributed to this complaint. Clinical follow-up with the physician was completed by sales rep regarding proper procedure to ensure the stent is adequately opposed during the stent implantation procedure. This MDR is considered closed by quality assurance.

Event description:
It was reported that during a stent procedure, the stent was dislodged proximally upon removal of the delivery system. The stent was fully deployed in situ with a dilatation catheter. Reportedly, the pt was in stable condition.